Event description:
Discordant, falsely elevated automated high density lipoprotein cholesterol (ahdl) results were obtained on four patient samples on a dimension exl with lm instrument. The initial discordant result for patient 1 was reported to the physician(s), who questioned it. It is unknown if the other three discordant patient results were reported to physician(s). All four samples were repeated on same instrument and resulted lower than initial samples. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ahdl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the instrument and replaced reagent 2 ultrasonic mixer, reagent 2 and sample tubing, syringe tips and sampler probe. The cse re-gapped all syringes, performed reagent 2 probe and sampler alignments and system check, all of which passed. The cse ran quality control samples, which were in range. Also, the cse ran patient correlations against another analyzer. The instrument was functioning properly. The cse re-visited the customer and replaced the reagent 2 arm, as they were not holding alignments to cuvettes. The cse also replaced top seal element due to leaking and replaced chemical wash bottle cap due to crack. The cse ran qc samples which were in range. The cause of falsely elevated ahdl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.